Event description:
It was reported the patient presented to the clinic with episodes of vt. Upon interrogation, high voltage circuit damage and an aborted therapy were observed. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
External insulation abrasion was noted at 44.7-45.6cm from the distal tip, consistent with lead friction to the ICD can. The rv conductors were melted and fractured at this location. External insulation abrasion was noted at 45.7-45.9cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was intact at this location.